Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube, broken belt clip slot and minor scratched lcd window.data analysis: there is no data listed for the dated of (B)(6) 2016 due to the insulin pump was returned without a battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was seizure. The caller stated that the customer was in a coma for four days prior to passing. The caller stated that they did not know the customer had pneumonia and an infection in the stump until the customer went to the hospital. The caller stated that the customer had thyroid bypass, copd, kidney failure, heart disease, and was a double amputee. The caller did not know the customer's blood glucose at the time of death; however, the last known value was 39 mg/dl prior to hospitalization. The caller stated that the paramedics gave the customer some sugar to increase the customer's blood glucose. The customer was not wearing the insulin pump at the time of death; it was disconnected by hospital staff because the customer was in coma. The customer was using sensors but was not wearing one at the time of death. The caller no longer has the customer's insulin pump.